Event description:
Patient reports up arrow button began sticking on (B)(6) 2012 , and now down arrow button has begun sticking but not as badly as up arrow button. Patient states she sometimes has to press the buttons harder or multiple times for a response. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: the keypad cover was found to be fully intact with no visible damage. The up/down buttons responded intermittently. The keypad was removed and contamination was present under the contrast button contact. Unrelated to the initial complaint, the display was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.